Event description:
It was reported that pump showed only a backlit display with no graphics visible, which affected customer¿s ability to interact with pump and read screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.